Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-10179. The investigation is ongoing.

Event description:
As reported, it was a case of an implant of 23mm edwards sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. The valve was fully deployed at the intended position, but a post-dilatation was needed due to moderate paravalvular leak (pvl). During post-dilatation, the 23mm sapien 3 valve fell into the left ventricle. Another valve was implanted. On post operative day (pod) 1 the first valve was explanted. No patient injury. Patient outcome was good post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device codes, investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of IFU/training materials revealed no deficiencies. As reported, ''during post-dilatation, the 23mm sapien 3 valve fell into the left ventricle.'' Additionally, it was reported ''as per medical opinion, the balloon guidewire was wrongly positioned through valve cells instead of valve lumen resulting in valve embolization when the balloon was inflated.'' The guidewire is meant to be maintained within the patient throughout the procedure, up to and including introduction of a second delivery system. It is possible that due to the post-dilation at the incorrect position, the valve frame was deformed, and dislodged; subsequently, it was push toward the ventricle resulting in embolization. As such, available information suggests that procedural factors (post-dilation with incorrect guidewire position) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.